Manufacturer narrative:
A3b) patient gender - not available from facility. A5/a6) patient ethnicity and race - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to occlusion. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, attempts were made to extract the ra and rv lead; however, progress stalled at the subclavian/innominate area. A pericardial effusion was detected via transesophageal echocardiogram (tee) but remained stable. A couple hours later, the pericardial effusion still remained large; therefore, a pericardial drain was placed to relieve the effusion. It was suspected that there was an innominate perforation that had drained into the pericardium. The extraction continued, and the ra and rv lead were removed. The patient survived the procedure. This report captures the 14f glidelight in use when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.